Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred charge circuit timeout with the original device battery. The device could provide a 35 joule (j) charge within nominal charge time when using an external supply. A battery depletion mechanism such as high current drain was not observed. Battery analysis found no internal short. Lithium (li) was observed leading to reduced anode surface area. Review of data showed an excessive charge time event before recommended replacement time. This excessive charge times resulted from an increased battery resistance induced by li-severing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer after being explanted due to battery depletion, and subsequently tested out of specification. No patient complications have been reported as a result of this event.